Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the 357.377, lot number 4984966 helical blade coupling screw was returned and reported that the proximal knurled head of the coupling screw had sheared off the shaft of the device and was broken. The device was manufactured in 9/2005 and this complaint condition was likely caused by over eleven years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. The balance of the returned device is in worn condition with hammer marks on the head and markings along the shaft. Drawings was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. This instrument is routinely used in the titanium trochanteric fixation nail system (technique guide. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers. (B)(4) is not relevant to the drive shaft complaint condition as it does not pertain to the component of the device which showed the complaint condition. This condition is confirmed; device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history records review was completed for part# 357.377, lot# 4984966. Supplier: (B)(4)., release to warehouse date: sep 07, 2005. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of the helical blade coupling screw broke off. This was discovered during inspection; there was no patient or procedure involvement. This is report 1 of 1 for (B)(4).